Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, 90% stenosis in the proximal left anterior descending (lad). The 3.0 x 15 mm rx tenku balloon catheter was advanced; however, the balloon ruptured during first inflation at 8 atmospheres. There was no resistance advancing or removing the balloon catheter. A non-abbott balloon catheter was used to treat the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.